Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient was implanted with an lfit anatomic cocr v40 femora head on her left hip on or about (B)(6) 2016 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of explantation of the device at issue, and excessive levels of chromium and cobalt in blood.